Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: loosening device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: patient underwent initial surgery with cls expansion cup on (B)(6), 2000. Subsequently, patient reported loosening and underwent revision surgery on (B)(6), 2017. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: - aseptic loosening, osteolysis due to pe wear due to motion between insert and shell => possible: the devices have not been returned for investigation. No analysis can be done. Therefore, this point cannot be excluded. - aseptic loosening due to insufficient primary stability due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening due to insufficient secondary stability due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening or fracture of shell due to incorrect distribution of load due to design leading to stress shielding => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening , adverse body reaction (e.g. Cancer, allergies, etc.) Due to material not biocompatible => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening due to inappropriate design concerning tribological performance leading to increased wear particles from articulation => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening, metallosis due to inappropriate design concerning tribological performance leading to increased wear particles from articulation => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening due to aging of polyethylene leading to pe debris (due to sterilization method) => possible: the devices have not been returned for investigation. No analysis can be done. Therefore, this point cannot be excluded. The loosening was detected after 17 years in vivo time. - aseptic loosening, pain, fracture of implant due to insufficient fatigue strength of material and design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Conclusion summary: it was reported that the patient underwent initial surgery with cls expansion cup on (B)(6), 2000. Subsequently, patient reported loosening and underwent revision surgery on (B)(6), 2017. The implants were revised after an in vivo time of 17 years. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent initial surgery with cls spotorno, expansion shell, uncemented, 52 on (B)(6), 2000. Subsequently, patient reported loosening and underwent revision surgery on an unknown date. Since the exact implantation date is unknown it will be entered as the last day of the month reported. Additional information was asked and is currently not available.

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It became now aware, that the patient is pursuing a legal claim. It was reported that the patient underwent initial surgery with cls spotorno, expansion shell, uncemented, 52 on (B)(6) 2000. It is also reported, that the patient underwent a revision surgery on (B)(6) 2017 due to loosening.